Event description:
Reporter would like to relay a problem that they had recently and the that might be helpful to others. Apparently they had rented some pca pumps and a couple of the pumps they rented did not have all the functionality of their own pumps. The pump was the lifecare 4100 series from abbott. The pump has programming screens for various drugs/concentrations. Some of the pumps we rented, even though they appeared to be the exact same pump, lacked functionality e and f. So, if they were trying to set the pump up for hydromorphone, which is in mg but not at any of the concentrations for morphine or meperidine (it is 0.2 mg/ml) or fentanyl they had to "fool the pump". This required figuring out what the rate should be and then inputting a dose of morphine to equal the rate they want! Apparently the staff had been doing for some time (though it would come up infrequently since there were only a few of these pumps that had the programming problem) and the pain service had noted errors on pts and finally a pharmacist was present and thought to bring it to reporter's attention. To make matters worse, after reporter found out and tried to get a plan going to resolve this they found out that on the previous day, during a pain inservice was pain education month and there was a different seminar every week) - the pharmacist presenting brought this problem up to the attendees and then educated everyone on how to "fool the pump"! They have since removed or reprogrammed the offending pumps and are trying to work on a plan that addresses appropriate equipment functionality when the need arises to rent equipment. Another instance the nurse contacted the satellite pharmacy to figure out how she should set the pump. The pharmacist helped her to do it by using the morphine 1 mg/ml for a hydromorphone 0.2 mg/ml concentration and inputting a morphine dose that would equal the rate they needed for the hydromorphone. They checked all the pumps they had to assess if the appropriate functionality is in place and pulled the ones that weren't - the ones that could be reprogrammed were, the others were sent back to the rental company. They will be reviewing the info and making recommendations to the materials management department and bioengineering that handles all the equipment and works with the rental companies, to come up with a plan to ensure that the equipment they rent, while it may look the same, matches the functionality of the in-house equipment.